Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. (B)(4).

Event description:
A healthcare professional reported plastic material embedded in the optic of the intraocular lens (iol). This was noticed following implantation in the eye. The material could not be removed from the iol. The iol remains implanted in the eye. The surgeon does not believe this will have negative consequences for the patient. There was no patient harm reported. This is 2 of 3 reports from this reporting facility.

Manufacturer narrative:
The product was not returned. A photo was provided. The lens is not discernible, no edge or haptics are visible in the photo. A line is observed on the right side of the image. It cannot be determined from the photo if this is on or under the lens. Product history records were reviewed and documentation indicated the product met release criteria. An unspecified cartridge was indicated with a qualified viscoelastic. The handpiece used was not provided. The product investigation could not identify a root cause for the reported complaint. The product was not returned for evaluation. A photo was provided. A line is observed on the right side of the image. It cannot be determined if the reported issue was damage or foreign material. A determination as to the nature and origin of the line cannot be determined from the photo. The manufacturer internal reference number is: (B)(4).